Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation there were severed and cut wires at the dn. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.